Event description:
A home patient's friend contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. The home patient's friend reported during notification, that friend thinks "it may have came due to the patient line not being primed." Baxter's technical service center assisted the home patient's friend in ending therapy early. No patient injury or medical intervention was indicated at the time of the initial report.